Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer did not call in at the time of the reported issue, therefore troubleshooting was unable to be performed. Customer's blood glucose level was not impacted. Customer indicated the pump supplies will be changed and insulin delivery resumed.